Event description:
It has been reported to philips that the system did not boot up successfully. The issue was found outside of clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analyzed the system onsite and confirmed that the system did not start. After reviewing the log file rse found malfunction that was causing the host pc failures. Rse suggested to reboot the system. After several attempts, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.